Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The phaco needle broke in the patient's eye. There was no complication. The broken part of the needle was retrieved without issue as the needle broke near the screwing part. It was the first use of this disposable needle and it broke during sculpture step.

Manufacturer narrative:
One purple phaco needle tip was returned in a small plastic vial. The original packaging was not returned. The part number and lot number cannot be verified or determined. The specimen presents a fracture of the needle shaft approximately 3.65cm from the distal end. The fracture appears to present indications of low cycle bending overload. No other damage or inconsistencies are noted to the specimen at this time. Except where noted, the specimen device appears visually and dimensionally correct. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, handling and/or procedural factors appear to have impacted on the event as reported. The cause of the damage cannot be determined. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable.